Event description:
It was reported the surgeon was doing a hardware removal and when he attempted to remove the final screw from the plate, the head of the screwdriver broke.

Manufacturer narrative:
Investigation in progress but not yet complete.